Event description:
A customer reported an issue with a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after the reset, the cgm error did not reappear. The customer was able to successfully start their sensor session.